Event description:
It was reported that during a procedure the irrigation handpiece leaked yellow fluid; the pathology report came back for the fluid and it showed no growth. There was no medical intervention required and no report of adverse consequences. There was a minimal delay while a backup handpiece was retrieved, the procedure was completed successfully.

Manufacturer narrative:
The device has yet to be received by the manufacturer. A follow up report will be filed once the product eval has been completed.